Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, during the microwave ablation (mwa), during put and pull back in the liver, the device's ceramic tip and the body was separated and remain in the segment 7 near inferior vena cava (ivc) of the liver. While targeting the cancer tissue with the antenna, the tip was not visible to the ultrasound, so it came out without the ceramic tip and the green front part. With the second antenna, procedure was successfully finished in different site. The surgery was extended by 30 minutes and more. Target site was difficult to reach. Medical intervention was also done. It was noted that needle guide was not used to aid in the insertion of the antenna and no interaction or unusual force applied with antenna tip. There was no intervention done to retrieve the green part of the device. The surgeon had about 100 cases of mw experience without complaints. The surgeon broke the tip part of the second antenna to test and see the results. Two photographs were received. First photo showed the second antenna which was broke by the surgeon. The second photo showed the tip of the antenna in patient's liver.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a tip detached. The ceramic tip was missing and was not returned. Functionally, there was evidence of adhesive at the tip of the shaft. It was reported that the device had a component that disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.